Event description:
The customer reported obtaining low sodium results for patients and quality control (qc) on their dxc 600i clinical chemistry analyzer. The customer repeated the patient samples and qc on another dxc analyzer and results were normal. The customer did not release the low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The customer performed their own troubleshooting and replaced the sample syringe and completed the weekly maintenance to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case (B)(4).